Event description:
The customer observed falsely elevated architect free t4 and falsely decreased free psa results generated on the architect i1000sr processing module for multiple samples. (Customer provided reference ranges: free t3 - 2.43 - 6.02 pmol/l, free t4 - 9.0 - 19.0 pmol/l, tsh - 0.35 - 4.94 uiu/ml). On (B)(6) 2024, sid (B)(6), 44-year-old female patient - the patient visited a consultant cardiologist and was referred to synlab to carry out thyroid function test with the following results: initial result free t4 = 23.32 pmol/l, repeat result = 12.56 pmol/l. The customer reported, a day after the initial results, the physician ordered the patient to start taking carbimazole, an anti-thyroid medication. One day after starting when the repeat results were provided, the patient was asked to stop taking medication. The customer reported there was no harm and no negative impact to the patient as a result of taking carbimazole. Additional lab results provided for patient with sid (B)(6): tsh initial result = 0.2897 uiu/ml, repeat result = 0.2673 uiu/ml, initial t3 result >30.72 pmol/l, repeat result 4.55 pmol/l. Additionally, the following free psa results were provided for a second patient: free psa initial result = 0.0044ng/ml, repeat result = 0.558 ng/ml no further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated free t4 and falsely decreased free psa results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed. A definitive part was not identified, therefore, the architect i1000sr processing module, serial # (B)(6) was deemed the likely cause for the false elevated and decreased results. The instrument service history verifies no subsequent issues have been reported related to false elevated free t4 and false decreased psa results post the current issue was identified. A review of tracking and trending for the architect i1000sr processing module did not identify any trends. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Corrected information in section h6 medical device problem code.

Event description:
The customer observed falsely elevated architect free t4 and falsely decreased free psa results generated on the architect i1000sr processing module for multiple samples. (Customer provided reference ranges: free t3 - 2.43 - 6.02 pmol/l, free t4 - 9.0 - 19.0 pmol/l, tsh - 0.35 - 4.94 uiu/ml). On (B)(6) 2024, sid (B)(6), 44-year-old female patient - the patient visited a consultant cardiologist and was referred to synlab to carry out thyroid function test with the following results: initial result free t4 = 23.32 pmol/l, repeat result = 12.56 pmol/l. The customer reported, a day after the initial results, the physician ordered the patient to start taking carbimazole, an anti-thyroid medication. One day after starting when the repeat results were provided, the patient was asked to stop taking medication. The customer reported there was no harm and no negative impact to the patient as a result of taking carbimazole. Additional lab results provided for patient with sid (B)(6): tsh initial result = 0.2897 uiu/ml, repeat result = 0.2673 uiu/ml, initial t3 result >30.72 pmol/l, repeat result 4.55 pmol/l. Additionally, the following free psa results were provided for a second patient: free psa initial result = 0.0044ng/ml, repeat result = 0.558 ng/ml. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 and falsely decreased free psa results generated on the architect i1000sr processing module for multiple samples. (Customer provided reference ranges: free t3 - 2.43 - 6.02 pmol/l, free t4 - 9.0 - 19.0 pmol/l, tsh - 0.35 - 4.94 uiu/ml). (B)(6) 2024 sid (B)(6) 44-year-old female patient - the patient visited a consultant cardiologist and was referred to synlab to carry out thyroid function test with the following results: initial result free t4 = 23.32 pmol/l, repeat result = 12.56 pmol/l. The customer reported, a day after the initial results, the physician ordered the patient to start taking carbimazole, an anti-thyroid medication. One day after starting when the repeat results were provided, the patient was asked to stop taking medication. The customer reported there was no harm and no negative impact to the patient as a result of taking carbimazole. Additional lab results provided for patient with sid (B)(6): tsh initial result = 0.2897 uiu/ml, repeat result = 0.2673 uiu/ml, initial t3 result >30.72 pmol/l, repeat result 4.55 pmol/l. Additionally, the following free psa results were provided for a second patient: free psa initial result = 0.0044ng/ml, repeat result = 0.558 ng/ml. No further impact to patient management was reported.